Manufacturer narrative:
The device was received for evaluation. During functional testing, flow rate was too low was not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing. With a delivery rate of 40ml/hr and vtbi of 40ml the test resulted in 39.357ml which is an error percentage of (B)(4). A review the event history log was performed. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of low flow rate during testing in the emergency room. There was no patient involvement. No additional information is available.